Event description:
A report was received via social media that the patient underwent a replacement procedure due to inadequate stimulation. However, patient still experienced inadequate stimulation. No further information could be obtained.